Manufacturer narrative:
The reported event of rv loss of capture and possible rv low impedance was confirmed. The device was received with normal communication and normal output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Functional tests were performed, found the device was at normal range. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels, signs of rapid depletion were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed loss of capture in the right ventricle (rv). The patient was brought in and further testing found low pacing impedance and r-wave amplitude sensing had decreased. During surgery, there was difficulty removing the set screw from the header on the pacemaker and the rv lead tested normal after removal suggesting a set screw issue was the cause. The pacemaker was explanted and replaced. The patient was in stable condition.